Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Patient reported "implant rupture, capsule is thickened, filled with silicon gel, with ultrasound". Healthcare professional reported later "congenital malformation of mammary glands, unspecified". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "implant rupture. Capsule is thickened, filled with silicon gel with ultrasound". Healthcare professional, reported later, "congenital malformation of mammary glands, unspecified". This record is for the right-side. Device has been explanted.